Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed but the assignable cause could not be determined at this time.

Event description:
The facility representative contacted baxter on (B)(4) 2010 to report an infusor that had ruptured during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.